Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the functional test was performed and instrument failed the cut test. There was no blade damage. The instrument was placed on an in-house system for latex cut test. The scissors did not cut cleanly through .006 latex. The latex got snagged at the scissor tips. The electrical continuity test was performed and it passed. Failure analysis investigation also observed that the instrument tube reinforcement ring had various scratch marks, one of them measuring approximately .069 x .136. There appears to be light material missing. Failure analysis concluded that the damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the missing material from the reinforcement ring found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the monopolar curved scissors instrument was dull. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing fell into the patient.